Event description:
Customer sent device accessory with medwatch report describing hi temp alarm which prompted a user response. During response, water was delivered to the pt. Pt was suctioned & hand-bagged.